Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that approximately a month after implant fluoroscopy showed that the atrial lead lost its slack and was dislodged. The lead was repositioned and remains in use. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.